Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data for follow-up #1 and follow-up #2 manufacturer report number 3007981285-2017-36747.